Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause of peritonitis was reported to be due to poor environment or poor source of water. The patient was hospitalized on the same day as the event onset. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for peritonitis. Antibiotic treatment was discontinued twenty one days after event onset. At the time of this report, the patient has recovered from the peritonitis event. Pd therapy was ongoing. No additional information could be provided because the reporter declined follow-up.